Manufacturer narrative:
The DHR was reviewed and no non-conformances were associated with this device. Some wear is normal for tka devices and the wear reported for this device is commensurate with the time in-vivo.

Manufacturer narrative:
Device has not been returned for evaluation. Additional information has been requested.

Event description:
Patient received a total knee replacement on (B)(6) 2012. The knee was revised on (B)(6) 2019 due to aseptic loosening. Poly wear and osteolysis were noted at the time of the revision.